Manufacturer narrative:
It was reported that the tm-500 implant device cracked during insertion. There was no patient or user harm and surgical technique was followed. Surgery was delayed by 20 minutes and completed with another device. The DHR was reviewed and no anomalies were found. Although requested, the device was not returned to zimmer (B)(4) for evaluation, nor was any photographs or evidence of the fractured implant was received; therefore this failure could not be confirmed. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported that when inserting the tm-500, the impacting caused the device inserter hole to break causing a crack in the posterior portion. The device was then removed by distracting the screws and a new device was inserted. There was no reported harm to the patient; however, the surgery was delayed 16-30 minutes. No further information was provided.

Manufacturer narrative:
Investigation is in progress.